Manufacturer narrative:
Ors-300n is a non sterile part which is sold to a kit packer to be used as a component in custom sterile kits. This complaint was originally reported by the end user to the kit packer. The DHR was reviewed and it was noticed that this lot had 200 cases that were manufactured from 5/15/17 to 5/19/17. No defects were reported during quality inspections. Based on the device history record review, this does not appear to be the result of a personnel, process or material issue. At the time of this report, the device had not been returned for evaluation. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted.

Event description:
Hole in warmer drape. Warmer drape allowing fluid to go underneath into warmer - looks like pin hole. No patient injury or treatment was reported for the incident.